Event description:
The nurse was attempting to start a 22 gauge insyte autoguard catheter to function as a saline lock. After cannulating the vein the nurse activated the safety device. When the needle retracted the catheter hub simultaneously separated from the syringe. The top of the plastic catheter remained on the patient's arm but there was no catheter attached. The nurse did not see any catheter material emerging from the nose of the adpater. The pt was seen by the emergency room physician after the incident and by a surgeon the following day. X-rays did not visualize any foreign object in the arm. Exploration of the arm revealed no catheter or catheter fragments.